Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Additionally during explantation surgery, the implant housing was found rocked and the electrode array was found to be completely out of cochlea, which is most likely due to the reported trauma. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient has not had access to sound for 3 weeks. No trauma or accident is known by the parent. Further information received states that the patient was involved in a head trauma during the summer of 2015. The patient was re-implanted on (B)(6) 2015. During explantation surgery, it was observed that the electrode array was totally outside of the cochlea.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has not had access to sound for 3 weeks. No trauma or accident is known by the parent. Re-implantation will be discussed soon with the surgeon.